Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker was a cyclist, and questioned why their paced rate increased when climbing stairs. When the patient would cycle, their heart rate stayed increased, and they felt breathless at lower workloads. The patient was referred to their health care professional (hcp) for programming for therapy optimization. No adverse patient effects were reported. The device remains in service.